Event description:
The device is not expected to be returned. The surgeon reported the drill penetrated the dura. This was not an expected outcome and the surgeon was very unhappy with the outcome. No further information was available. This incident occurred "a while ago" and the clinical educator in the intensive care unit did not remember the surgeon's name to request additional information. Additional information was received in november 2003. The sales representative reported this facility has been using this kit for many years with no incidents. The surgeon felt the drill was not sturdy enough and may have applied more pressure. Based on the reported information, this incident most likely occurred from the drill depth guard not being used. The clinical educator at the user facility is very vague in providing any further information.